Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer).manufacturer ref# (B)(4). D4) catalog #: tscmg-35-260-lesdcg1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "I have a lunderquist wire that essentially came apart and unraveled during a procedure." Patient outcome: unknown.

Event description:
Description of event according to initial reporter: "I have a lunderquist wire that essentially came apart and unraveled during a procedure." Additional information received 13feb2018: "physician was attempting to pass the wire through the existing nephroureteral stent, the wire would not pass. When he proceeded to remove the wire it appears to have essentially unraveled and stretched." Patient outcome: unknown.

Manufacturer narrative:
Exemption number e2016032. (B)(6). (B)(4). Summary of investigational findings: an investigation of the returned wire guide found it fractured and unravelled approx. 5cm from the distal tip. The fracture was not caused by pulling, but merely a consequence of kinking/manipulation. A severe kink was noted approx. 1,5mm distal to the fracture. The surface of the rest of the wire guide is smooth and without any material defect. Also, a microscopic investigation of the fracture did not reveal any sign of rotation or stress, nor did it reveal any material defect. Therefore, the exact reason for the fracture and unravelling cannot be determined, but based on the limited information provided it is suggested that the wire guide somehow stuck in the nephroureteral stent and that strong manipulation/pulling during attempts to free it, bent/kinked it in various directions and resulted in the fracture. No evidence to suggest that this wire guide was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation is still in progress

Event description:
Additional information received 13feb2018: "physician was attempting to pass the wire through the existing nephroureteral stent, the wire would not pass. When he proceeded to remove the wire it appears to have essentially unraveled and stretched."